Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 85 mg/dl. Troubleshooting found insulin was unable to exit from the insulin pump. It was also found insulin was able to exit with a push plunger. It was also found the customer was able to successfully prime at the end of the troubleshooting. No additional information provided.